Event description:
It was observed during the device evaluation that the outer tube on the rigid video scope was bent. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the outer tube on the device was bent. Based on the results of the investigation, the cause of the suggested event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.